Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 500 mg/dl with a moderate level of ketones, nausea, and abdominal pain associated with an alleged frequent occlusion issue with the pump. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was given insulin via needle and their bg level was reportedly decreased to 250 mg/dl and the reporter stated that they will contact the patient¿s healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that there was an issue of persistent occlusion alarms with the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged frequent occlusion issue.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018 due to occlusion alarm with high force. Multiple occlusion alarms with high force observed in black box leading to delivery interruptions. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring.the total daily dose (tdd)¿s added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed, no intermittent condition was found to the force sensor circuit.